Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, order for security group 2.5/3ml changes from inhalers to non-controlled. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order for security group 2.5 - 3ml change from inhalers to non-controlled. A field service engineer (fse) changed the security settings for the respiratory therapist medicine privileges to include non-controlled and inhalers and resolved the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, order for security group 2.5/3ml changes from inhalers to non-controlled. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.